Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field serviced by an authorized service technician. The service technician was not able to duplicate the customer's reported issue during testing and evaluation. The unit passed all testing's including the ventilator checkout test which includes the functionality of the ventilator's audible and visible alarms.

Event description:
It was reported to vyaire medical that the ventilator did not alarm. It is unknown at this time when the reported issue occurred, there is no information that this issue occurred during patient use.